Manufacturer narrative:
Upon receiving the device involved in the MDR event from the distributor, (B)(4) conducted a failure analysis of the returned device, which included measuring the operating temperature of the device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) (B)(4) examined the device history record and the repair history for the subject z95l device [serial no. (B)(6)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) (B)(4) I conducted temperature testing of the returned device in the following manner: b.1) temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. B.2) (B)(4) attached a thermocouple (sensor to measure temperature) to each of the testing points. (B)(4) rotated the device's motor at 40,000min-1, which is the maximum rpm for the motor that drives the handpiece (200,000min-1 for the handpiece), with water spray, and measured the exothermic response. B.3) (B)(4) measured the temperature rise of the returned handpiece set at 200,000min-1 (motor revolution 40,000min-1). (B)(4) observed no abnormal temperature rise at all of the test points. Temperature measurements about 5 minutes after the start of the test were as follows: - test point (1): 29.7 degrees c. - test point (2): 33.5 degrees c. - test point (3): 27.5 degrees c. - test point (4): 27.3 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) (B)(4) disassembled the handpiece and performed a visual inspection of the internal parts. (B)(4) observed that the internal parts were slightly soiled but not malfunctioned. B) (B)(4) took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) although (B)(4) could not replicate the reported event, (B)(4) considers the possibility, from the information that the white stone bur used together with the handpiece at the event was bent during cutting, that the use of the out-of-specification bur or of a bur exceeding the rotation speed specified by the bur manufacturer could result in the reported malfunction. B) misuse by the user led to the above issue, which contributed to the reported injury. C) in order to prevent a recurrence of the patient's injury, (B)(4) took the following actions: c.1) (B)(4) reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) (B)(4) reported the above evaluation results to the distributor and directed the distributor to remind the user of the importance of using the device as instructed in the operation manual.

Manufacturer narrative:
The dentist refused to provide the patient's weight.

Event description:
On october 11, 2024, nakanishi became aware of a patient injury caused by an nsk handpiece through a complaint input into the complaint database by a distributor (nsk america). Details are as follows: - the event occurred on (B)(6) 2024. - a dentist had just completed a restorative procedure on tooth #7 of a patient and was polishing of the tooth using the z95l handpiece (serial no. (B)(6)) together with a white stone flame bur. - during the procedure, there was an audible popping noise. - the dentist immediately took their foot off the rheostat and pulled the handpiece out of the patient's mouth. - upon examination, the white stone bur was bent and tooth #7 and tooth #8 sustained a fracture. - an x-ray was taken to make sure there was no nerve involvement. The radiograph was reviewed, and it confirmed that there was no damage to the nerve from the incident.